Manufacturer narrative:
No unexpected missing segments/partial display during testing. No moisture damage electronic, motor, vibrator, keypad and battery tube assembly during visual inspection. The insulin pump had cracked liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a partial display and stated that not all of the icons are displayed correctly . Pump was exposed to moisture. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.